Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the uti was not related to device or therapy. The uti do not relate to underlying urinary dysfunction. The urine culture came back as a mixed gram positive flora. The uti was resolved.

Manufacturer narrative:
Concomitant product: product ID 3531, serial # unknown, product type external neurostimulator. (B)(4).

Event description:
It was reported that lots of pressure where bladder or uterus is. The patient felt their device needs to come out on the day of this call instead of the morning after this call. The patient was getting symptom relief for bladder symptoms. The patient was at 1.0 volts but if decreases to .9 volts did not feel stimulation. They had patient turn stimulation down to 0.0. The patient couldn't figure out how to turn stimulation off but was not going to worry about it. The patient was going to call friend who is a physician assistant if they think she needs to go to emergence room (ER) then she was going to go. The patient has depression and heart condition, patient took pulse 20 beats higher then what she normally was but it was in normal range. The patient took one xanax on the morning of this call. The patient stated her body has been in constant motion and she just thought it needs to come out. The patient had a very stressful week before she had the trial put in on wednesday. It was later reported about nine days later that patient went to the emergence room on the day of the initial call and had the trial removed because it was causing pain, bladder cramping, infection and urine culture came back positive for e.coli and they are having a hard time treating it. The patient was on her third antibiotics on the day of this call. The patient called a day later reporting that the lead insertion area was infected. The patient experienced fever, pain, chill and gradually not feeling well. The change in therapy/symptom was noted as sudden. The patient had experienced pain on the first day of trial. It was noted that patient returned to e.r. (B)(6) 2015 with fever and chills. It was unknown if the lead insertion caused the infection. The patient also stated she had a urinary tract infection (uti) that was diagnosed on the (B)(6) 2015 hospital visit. It was noted that patient was on IV antibiotics and oral antibiotics. Bactrim double strength was given with no resolve of symptom. The oral antibiotic was changed to keflex. A blood culture was taken, results pending. IV rocephin was given and oral antibiotic was changed again. The patient stated blood culture had no growth at 24 hours but final results are pending. The doctor at the ER do not know if infection was caused by the lead and it lead that was removed was not cultured as far as she knows. Lead was removed due to pain and then at that ER visit they determined patient had a uti and the culture showed e.coli. The trial device was discarded. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.